Event description:
The distributor reported that during preparation for a coronary artery bypass graft surgery, the heartstring seal cracked while loading into the delivery tube. A replacement unit was used to complete the procedure. No patient complications were reported by the hospital.